Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. The clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). An additional clip was implanted to stabilize the slda clip. A total of two clips were implanted reducing mr to 1. There were no adverse patient effects. No additional information was provided

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. Based on the information provided, the reported difficulties were due to case circumstances. In this case, per the physician¿s opinion, the single leaflet device attachment (slda) was the result of a restricted posterior leaflet. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.